Manufacturer narrative:
G1: contact office phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the error, "battery failed" (diagnostic code 1124), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "battery failed" (diagnostic code 1124), had occurred. It was verified that the unit had a power management (pm) printed circuit board assembly (pcba) recently and that a non-philips battery was in use. A verified philips battery was installed during the call and the unit was able to cycle normally but then alarmed with, "running on internal battery" (diagnostic code 1212), with the alternating current (ac) power connected. The customer then verified that 120 vac (volts alternating current) was coming into the power supply but there was zero voltage for the power supply output. The remote service engineer (rse) then advised the customer to replace the power supply. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.